Event description:
The user has been experiencing intermittent hearing dropouts for some months, specifically occurring when he bends his head down (e.g., to pick something up from the ground).

Manufacturer narrative:
Additional information: based on the currently available information from the field, a technical implant failure cannot be ruled out. Also an unfavorable combination of skin flap thickness and magnet strength might be a possible factor, causing the reported issues. However, to determine an exact root cause, an investigation of the explanted device would be necessary. As per now, the device will remain implanted and further testings will be carried out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing intermittent hearing dropouts for some months, specifically occurring when he bends his head down